Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the impactor head broke when the glenosphere was impacted."

Manufacturer narrative:
The reported event that could be confirmed, from a photograph that was sent to us by the customer and matches the alleged failure mode. A visual inspection of the instrument shows chips, gouges, and impact deformations on the top ; along with a brittle fracture across the diameter of the instrument breaking it into three separate pieces. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to wear & design related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated. H3 other text: device disposition unknown.

Event description:
As reported: "the impactor head broke when the glenosphere was impacted."